Manufacturer narrative:
(B)(4). No conclusion code available; failure event observed during analysis. A partial lead with the lead tip measuring 52.7cm was returned for analysis. Externalized conductors due to internal insulation abrasion was noted at 18.3-20.6cm from the distal tip. Internal insulation abrasion was noted at 7.8-8.6cm and 35.2-35.4cm from the distal tip. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion was noted at 10.4-15.2cm from the distal tip. The etfe coating was damaged during the surgical procedure at this location.

Event description:
This report is to advise of an event observed during analysis.